Event description:
The customer's mother stated that she was taking the customer to the hospital for potential hypoglycemia. The customer's blood glucose reading was 178 mg/dl at the time of the phone call. The customer's mother stated that she filled the reservoir to 300 units and two hours later there were only 200 units remaining. The customer's mother stated that 100 units of insulin may have been delivered to the customer's body. Troubleshooting was performed, and the insulin pump was programmed and reading the reservoir volume correctly. The insulin pump's history files were checked and no large primes were found. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.